Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). This patient was presented to the electrophysiology (ep) laboratory on (B)(6) 2015. The device and lead were implanted and the pocket was closed. All lead diagnostic measurements were within normal limits. The patient developed a pneumothorax, became desaturated and developed ventricular arrhythmias. A chest tube was inserted with drainage. Despite emergency intervention (chest opened), the patient could not be resuscitated and died. The implanted system will not be returned to boston scientific for laboratory testing.